Event description:
Following pre-dilation an attempt was made to implant a 2.75mm diameter x 18mm length endeavor resolute rx drug-eluting coronary stent system into the mid rca. The lesion was severely calcified with moderate tortuosity with stenosis of 95%. The lesion was pre-dilated with a 2.0mm diameter x 15mm length sprinter legend balloon dilatation catheter. It is reported that this stent failed to cross the lesion. It is reported that subsequently an attempt was made to cross the same lesion with a 2.50mm diameter x 30mm length endeavor resolute rx drug-eluting coronary stent system. It was reported that both devices were inspected before use with no abnormalities noticed. It is reported that the stent dislodged as it attempted to cross the lesion. They removed the dislodged stent using a snare and it is reported that it took an hour to remove. Two endeavor resolute rx drug-eluting coronary stents were deployed to complete the case. The patient is reported to be fine and no other sequelae were reported. Evaluation summary: medtronic has received the stent and its analysis has been completed. The stent was extensively damaged and stretched. Three segments at one end of the stent were still intact. The stent delivery system was not returned for evaluation. The physician felt that the stent dislodged due to the calcified lesion which resulted in extra force been applied. No manufacturing root cause has been identified the stent dislodgment was most likely caused by the calcified lesion and excessive force applied by the physician.

Manufacturer narrative:
Other (secondary intervention, snare used) - (stent dislodgement). (Force used). (Calcified lesion).